Event description:
The facility reported an infusion pump with under infusion on channels a and b. The event was reported to have occurred durin biomed testing. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported. Though requested, no additional information was provided regarding patient's demographics, medication, involved, or device programming although requested, no additonal contact information was provided.